Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Alert - high resistance/impedance: a out of tolerance (oot) sub-threshold lead impedance alert was recorded on (B)(4) 2013. Impedance - high resistance/impedance: atrial pace impedance rises to >4000 ohms and is erratic beginning the week ending (B)(4) 2013. (B)(4) implantable pacemaker cardio/defib 2009 (B)(6). (B)(4).

Event description:
It was reported that during a routine follow up the patient said they herd an alert which was determined to be for high impedance on the atrial lead and noise of false atrial fibrillation (af.) There was reprogramming of the upper tracking rate (utr) and future follow up planned. The atrial lead remains in use. No patient complications have been reported as a result of this event.